Event description:
During tightening of the dall miles beaded cable, it suddenly broke off when using the tensioner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a dall mile cable was reported. The event was confirmed. A visual inspection was performed as part of the material analysis report (mar) .the cable was broken into two pieces; a shorter piece approximately 9 inches long that also had the cable sleeve attached and a longer piece approximately 12 inches long. The curved tip was found worn. The degradation of the curved tip limited the cable¿s smooth movement. The abrasion marks between the cable and the curved tip were observed. Plastic deformed areas were also displayed on the surface of the cable sleeve. This damage was likely introduced by the cable tensioner curved tip. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional test was not performed as the event cannot be replicated. The breakage of the cable is likely due to its abrasion on the worn curved tip. No material or manufacturing defects were observed on any of the surfaces examined. Medical evaluation was insufficient for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that the breakage of the cable is likely due to its abrasion on the worn curved tip of the tensioner. However, no material or manufacturing defects were observed on any of the surfaces examined. If additional information becomes available

Event description:
During tightening of the dall miles beaded cable, it suddenly broke off when using the tensioner.